Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after delivering 20 units of insulin. The customer reported a blood glucose (bg) level of 90 (mg/dl). During troubleshooting, the customer resumed fill tubing and delivered approximately 6 more units of insulin and drops still were not observed. The tubing was then disconnected from the luer lock and insulin was flowing. The tubing was changed and the fill tubing process started and insulin was observed.